Manufacturer narrative:
The suspect device was not returned for evaluation. No images or videos were provided by the customer for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and two similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.

Event description:
Information in reference to a clinical trial that involved the merit wrapsody¿ was received. The patient experienced recurrent failure of the vascular access requiring emergent intervention and placement of an alternative dialysis access (tunneled catheter). Recurrent loss of patency and inability to maintain functional access is clinically significant and directly related to the intended function of the device. Given the impact on device usability and need for additional intervention, device contribution cannot be excluded.